Manufacturer narrative:
Medication: ace inhibitors, asa. Beta blocker, chronic anticoagulant, p2y12 antagonist, statin. If information is provided in the future, a supplemental report will be issued.

Event description:
This event is being reported as part of the svs tevar dissection surveillance this data has been provided to medtronic by a third party (m2s) and is limited and de-identified. Device malfunctions reported: removal difficulties, difficult to deploy, inaccurate delivery, misaligned deployment, endoleak type ia, endoleak type ib, endoleak type ii, endoleak type iii, unknown endoleak.